Event description:
Nursing (user of products) has returned multiple units to pharmacy as "duds". They properly arm the device, press it firmly to the skin, and press release, but the lancet does not pierce the skin. Multiple nursing stations and users are reporting problems.